Manufacturer narrative:
Reported event: an event regarding pack damage involving simplex bone cement was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned for evaluation however one photograph was provided for review. The photograph shows two ten packs of cement. One simplex p with tobramycin and one simplex p ten pack. The top of both ten packs appear to be torn and the both ten packs are open along the perforated edge on the bottom. One single simplex p unit carton is removed from the 10 ten pack. There is no damage to the packaging/product as such visible in the photograph provided. There is no allegation against the simplex p with tobramycin. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all products were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed as insufficient information was provided; there is no damage to the packaging/product visible in the photograph provided. The event description indicates that the "it was reported that upon opening the shipping container, the 10-pack of simplex p bone cement was emitting an odor. 2 of the doses were stuck together but there was no apparent liquid damage on any of the single packs or the 10-pack box. ". Based on the information provided, it appears that this product was damaged shortly before or during delivery. The liquid monomer from the ampoule lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that upon opening the shipping container, the 10-pack of simplex p bone cement was emitting an odor. 2 of the doses were stuck together but there was no apparent liquid damage on any of the single packs or the 10-pack box. Condition of the shipping container or packing material unknown as the box was destroyed before the rep could see it. No associated procedure. Rep provided a picture of the outer box torn open but does not know if that is an indicator of how the box was received, or if hospital staff tore it open.